Manufacturer narrative:
Correction: b5 lead revision date should be (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic with complaints of dizziness. Interrogation revealed that the right ventricular lead exhibited loss of capture. Programming changes were made. X-rays revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2021. The patient was stable.

Event description:
It was reported that the patient presented in clinic with complaints of dizziness. Interrogation revealed that the right ventricular lead exhibited loss of capture. Programming changes were made. X-rays revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2021. The patient was stable.